Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, a hair was observed in the expansion bladder. A device history review was performed for the reported lot 2203416, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of lot 2203416 were used for additional evaluation. All product was inspected, no hair or other foreign matter was observed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.

Event description:
It was reported while using bd phaseal¿ optima protector p20-o foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: a hair within the bubble of an optima protector p20 today.

Event description:
It was reported while using bd phaseal¿ optima protector p20-o foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: a hair within the bubble of an optima protector p20 today.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.